Event description:
The customer reported via phone call that their insulin pump stopped working. The customer reported waking up to a blank screen. The customer stated they replaced the battery and a partial display occurred. Customer also reported a small dot at the top of their screen. Customer's blood glucose was 250 mg/dl. The customer stated they did not drop or bump their insulin pump. The customer also did not receive any prior alarms. It was also found the customer's escape and act button were unresponsive to clear a failed battery test alarm. Customer could not recall any significant events leading to the keypad issues. Customer also reported experiencing high blood gluocse. The customer's blood glucose reached 500 mg/dl. Troubleshooting for the customer's high blood glucose was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had an unresponsive buttons due to unlocked lcd keypad connector. The insulin pump was unable to perform operating current test or verify failed battery test due to unresponsive buttons. The insulin pump was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. No blank display or missing segments/partial display noted. The insulin pump had minor scratches on lcd window, cracked case at display window corners and cracked reservoir tube lip.